Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues. The patient was seen at the center for device evaluation. Testing performed confirmed the device was not functioning. Surgery to explant the patient's device has been scheduled.